Event description:
As reported via the partners I clinical trial, two weeks post transaortic valve implant (tavi) with an 26mm edwards sapien valve procedure the patient was found to have severe paravalvular regurgitation (pvl). A second 26mm edwards sapien valve was implanted; however, severe pvl remained. A vascular plug was used to alleviate the pvl. Case summary: a 26 mm edwards sapien valve was implanted. The valve was slightly canted and higher on the left coronary cusp due to large shelf of calcium at left and non coronary cusp, however, was noted to be well seated and in satisfactory position. 1-2 + pvl was noted at the end of the procedure. The serum creatinine was 1.3 at this time and hence half strength contrast and minimal dye was used. In retrospect, this did not allow for full appreciation of residual pvl severity. The patient had worsening symptoms for approximately 2 weeks post-procedure with increased pulmonary artery pressure (pap), chest-x ray infiltrates and effusions. The patient was re-admitted and underwent cardiac catheterization for re-assessment with root angiography and tee. This revealed persistent severe pvl at the juncture of the left and non coronary cusp. A second 26mm edwards sapien valve was prepped and positioned 2-3 mm lower in the first sapien, and deployed in satisfactory position. Severe pvl remained as assessed on echo and angiography. An .035 amplatz wire was placed on outside of valve(s) at left coronary cusp. A 4.0 x 15 maverick ii mm coronary balloon was inserted in the ventricle over the wire and inflated with angiography to assess possibility for amplatzer vascular plug ii to alleviate the pvl. The amplatzer plug was positioned and deployed with decrease from severe to 2+. Reportedly the pvl should decrease over time with normalization of act and activation of device.

Manufacturer narrative:
Per report, the valve was well positioned, however, due to a large amount of calcium near the right coronary cusp, the valve was canted (tilted) and there was residual paravalvular leak. Due to the fact that the patient's serum creatinine was elevated, half strength contrast and minimal dye was used during the procedure. Apparently this did not allow for full appreciation of residual pvl severity, and the patient had to be re-admitted for additional intervention. Post deployment of the second valve severe pvl remained due to large amount of calcium. Nevertheless, the pvl was successfully treated with a vascular plug. The edwards clinical specialist and the implanting physician discussed the case. The following points were suggested by the md: if there is doubt about the degree of severity of pvl, consider full contrast full injection root angiography if creatinine allows. Consider deep gastric view of tee to fully evaluate and appreciate severity, cannot always see this on long axis view. Amplatzer vascular plug will take several days to seal-so you will notice a mod-severe leak around the device at the end of the case. This will need to be re-assessed by echo. Review of the manufacturing records of the valve device was completed and the device was found to meet specifications prior to release for distribution.